Event description:
During implant, the physician inadvertently screwed the atrial lead into the right ventricular port. The physician then attempted to unscrew the set screw to remove the atrial lead but was not successful. The event was resolved by disassembling, explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to untighten the ventricle setscrew was confirmed. Analysis revealed the user of the wrenches was incorrectly inserting the wrenches into the setscrew inset resulting in the setscrew inset to be stripped. After the setscrew is stripped it cannot be engaged or untightened with the torque wrenches. In the lab tools were used that would engage the stripped setscrew inset, and the tool untightened the setscrew with normal force. The problem is related to the user¿s incorrect use of the wrenches. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.